Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of did not wear mask and tubing became disconnected and peritonitis with (B)(6) unknown in a male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2008, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was reported as patient did not wear mask and tubing became disconnected. The patient was being treated with unspecified antibiotics (dose, frequency and duration not reported). On an unreported date in 2011, the catheter was removed and the patient was going to start hemodialysis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. Causality was not provided for the event of did not wear mask and tubing became disconnected. Product surveillance spoke to the peritoneal dialysis (pd) nurse on (B)(6) 2011 regarding the report of "tubing became disconnected." Per the pd nurse, the patient disconnected himself during therapy and the transfer set became contaminated. The pd nurse also stated the patient does not mask during set-up. The patient is extremely non-compliant and is regularly retrained on proper aseptic technique. There was no allegation made against any baxter devices. No further information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review was conducted for the potentially associated lot (h10k05047) and there were no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause of the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.